Event description:
On 05/02/2024, zyno received a report from a customer whom had purchased ax-80075 lot 2302002 and bx-70071-df lot 2309023 from infusystem, they stated they found hairs inside the tubing bags. The customer was going to be returning the remaining stock of these two lots to infusystem. Zyno medical has quarantined any of the remaining stock of these lots. Zyno medical, is attempting to obtain the actual samples to send in for an investigation. No patient was involved.

Manufacturer narrative:
The affected bags had not been returned, they were requested to be return for further investigation. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This MDR will be reopened and updated in the event the affected bags involved or additional information becomes available.